Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal for treatment of both left and right great saphenous vein (gsv) and left short saphenous vein (ssv). The procedure was completed as per IFU. A guidewire was used for insertion of the catheter. The procedure was completed without issue. Veins are reported to have closed. No dvt present. 7 days post procedure the patient felt slight edema on the leg but no itching was present. 12 days post procedure the patient experienced itching and called the clinic to report hypersensitivity, edema, itching symptom with leg and whole body. The physician advised the patient to take antihistamine from pharmacy. 1 day later the patient returned to the clinic and complained of serious itching, mostly on the left leg. Nothing was prescribed. 2 days later the patient revisited the clinic for the itching and the physician prescribed steroids and antihistamines for 10 days, twice daily. The patient returned to the clinic almost 4 weeks later and the physician prescribed steroids and antihistamines for 1 week. 5 days later the patient visited dermatology and received 3 different kinds of antihistamine. The physician recommended that the patient visit the university hospital for recommendation. 6 days later the patient visited a medical center and the patient was informed by a vascular surgeon who never has used venaseal that this complication happens after venaseal and this only option is to take medication. The patient visited a poison clinic later that day and complained of the same symptoms. The patient is due to return to the clinic after taking all steroids and antihistamine prescribed. No further injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient is still taking antihistamine, steroids and nsaids. The patient's condition seems to have improved, but as per the physician, follow up consultation is still required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.